Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, after an external cardioversion shock, no telemetry and no output were observed with the pacemaker involved in this MDR report. A switch to standby mode was attempted to restore normal behavior, but no changes were observed. It was reported that cardioversion paddles were placed on top of pacemaker during cardioversion with 2x120 joules. The pacemaker was explanted and returned for analysis.